Event description:
It was reported that the patient's pump was explanted due to an infection. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.